Event description:
It was reported to medtronic minimed that the customer experienced short battery life and insulin flow block. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-242a, mmt-1884l. Customer reported insulin flow blocked alarm. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. Mmt-332a was requested and customer response was the device will be returned. No product return is required for mmt-242a. Mmt-1884l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary device is not returning.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 220 to 0 which was not included in the initial report. So, the correct patient weight as per new additional information is 0. Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test, sleep current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Successfully downloaded history files and traces using thump. No delivery alarm and bolus not delivered was not found in the history file or traces on event date 30-dec-2024 of or two days prior. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, battery tube threads - cracked, cracked case (battery tube) and label damage (faded and stained). No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Charge/battery lasts less than expected and unexpected insulin flow blocked were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.